Event description:
The site was not pre-drilled at first. The anchor did not insert so the site was pre-drilled and tried again. The anchor broke at the eyelet during this insertion. "Ao" two--finger technique was not used. The anchor was removed with the inserter and another anchor was used to complete the surgery. None of the broken pieces fell in the patient as it broke inside the inserter. A delay of a few minutes resulted.